Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. The patient's current blood glucose was unknown. The customer reported that he was changing the reservoir and there was a strong smell of insulin in the reservoir compartment and have been having some low blood glucose. The patient had treated with food. The drive support cap appeared normal (slightly indented). The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.